Event description:
Fujinon rec'd a letter dated 2008 indicating that following a routine colonoscopy, the pt experienced pain and discomfort. It was discovered that the pt's colon had been perforated. The perforation was repaired and the pt is fine. The customer reported that there "is no way to know for certain what factors contributed to this perforation".

Manufacturer narrative:
The device was evaluated upon receipt. The device contained a broken nozzle and broken distal end cap. The damage is consistent with impact from being dropped or handled roughly.